Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing and pauses. The physician elected to remove the ipg and replaced it with an new ipg with more diagnostic features.